Event description:
Tip of "reverse currette" broke off into femoral canal during right total hip revision. Several attempts made to recover the tip but were unsuccessful. Tip remained in femoral canal and procedure continued to completion.